Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it.".

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly the pump was submerged in water. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.